Event description:
Discrepant results for glucose on abl90 in a and e compared to dxi result in laboratory. Ambulance crew glucose meter (cbg hi, inform 2) gave readings >33.3 mmol/l, abl90 in a and reported 18.1mmol/l, laboratory analyser (beckman coulter dxi) read 32.6 mmol/l. Repeat sample on abl90 gave 15.2mmol/l, glucose meter (inform 2) 2 x venous sample 27.9mmol/l and 28.6 mmol/l, laboratory dxi 24.8 mmol/l. Abl90 was significantly underreading compared to glucose meter and laboratory analyser.

Manufacturer narrative:
Data logs from the instrument was analyzed. Both samples contained very low levels of oxygen (2.25 kpa and 1.72 kpa). The glucose sensor is based on the enzyme glucose oxidase which consumes oxygen during the measurement. Therefore the patient sample caused the sensor to measure lower on glucose. CAPA (B)(4) was opened in order to secure proper preventive action.